Event description:
A physician reported that during surgery an irrigation and aspiration tip was used but they found the wound on the secondary side. The surgery was completed without changing the product without any impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information is provided in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened transformer aspiration handpiece was returned for the reported issue of a wound observed. The returned sample was visually inspected and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be visually conforming; therefore, a wound as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the handpiece was manufactured to specifications. All handpieces are 100% visually inspected prior to being released from the manufacturing facility. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: 2024-77810